Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode, which disabled the minute ventilation (mv) feature. The physician wanted to know the reason why pacing mode reflects a rate adaptative mode, although there are no inputs from rate adaptative sensors. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the cause of the sam episode stored was minute ventilation (mv) signal artifact. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode, which disabled the minute ventilation (mv) feature. The physician wanted to know the reason why pacing mode reflects a rate adaptative mode, although there are no inputs from rate adaptative sensors. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.